Event description:
It was reported that during pre-test, the cuff was not inflating properly. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. Visual inspection showed samples were received without their original packaging and with their certificate of safe handling. During functional testing, the samples were filled with 5cc of air according to procedure to see if there was any functional problem. When the samples were inflated with air, the cuff only inflated one side. According to the instruction for use, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. No root cause could be determined since the complaint was not confirmed since the sample successfully passed the cuff symmetry test. No actions taken.